Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a contour stent was used in a ureteroscopy procedure. During the procedure, when the stent was advanced over the guidewire, it was noticed that the guidewire was getting caught up. The guidewire was changed, but the same thing happened. It was also observed that the stent was accordioned. The stent was successfully implanted and have completed the procedure. There were no patient complications reported. Note: this report pertains to one of two devices used during. Refer to manufacturer report number for the first contour stent and 2124215-2025-44688 for the second contour stent.